Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during the cataract without intraocular lens implant surgery after the phacoemulsification phase of surgery after entering into cortex phase the system would not exhibited irrigation and aspiration. The surgery was completed the same day with replacement of fluid management system. There was no patient impact. This report pertains to console from the same facility.